Event description:
It was reported that this electrode exhibited oversensing in all 3 vectors during isometrics testing while this patient lifted their body off of a chair. A non sustained episode with noise had previously been observed. Technical services (ts) discussed imaging to verify subcutaneous implantable cardioverter defibrillator (s-ICD) system location, in which the health care professional (hcp) would obtain and call back if needed. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient came into the office and isometrics testing was performed. Noise and oversensing were reproducible while this patient lifted their body off of a chair. Ts discussed obtaining x rays with the care professional (hcp). The s-ICD was left in secondary vector and tachy therapy programmed off in the meantime. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited oversensing in all 3 vectors during isometrics testing while this patient lifted their body off of a chair. A non sustained episode with noise had previously been observed. Technical services (ts) discussed imaging to verify subcutaneous implantable cardioverter defibrillator (s-ICD) system location, in which the health care professional (hcp) would obtain and call back if needed. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient came into the office and isometrics testing was performed. Noise and oversensing were reproducible while this patient lifted their body off of a chair. Ts discussed obtaining x rays with the care professional (hcp). The s-ICD was left in secondary vector and tachy therapy programmed off in the meantime. This electrode remains in service. No adverse patient effects were reported. Additional information received that analysis was requested which confirmed that there have been no new tachy transitions or counters, as tachy therapy is off. Previous discussion and options were discussed including rescreening or revision in which this patient did not want to. It was noted this patient might receive a transvenous tachy device in the future. At this time, this electrode remains implanted with tachy therapy off. Additional information was received that this electrode was surgically abandoned. A transvenous device system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited oversening in all 3 vectors during isometrics testing while this patient lifted their body off of a chair. A non sustained episode with noise had previously been observed. Technical services (ts) discussed imaging to verify subcutaneous implantable cardioverter defibrillator (s-ICD) system location, in which the health care professional (hcp) would obtain and call back if needed. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient came into the office and isometrics testing was performed. Noise and oversensing were reproducible while this patient lifted their body off of a chair. Ts discussed obtaining x rays with the care professional (hcp). The s-ICD was left in secondary vector and tachy therapy programmed off in the meantime. This electrode remains in service. No adverse patient effects were reported. Additional information received that analysis was requested which confirmed that there have been no new tachy transitions or counters, as tachy therapy is off. Previous discussion and options were discussed including rescreening or revision in which this patient did not want to. It was noted this patient might receive a transvenous tachy device in the future. At this time, this electrode remains implanted with tachy therapy off.